Event description:
It was reported to medtronic neurosurgery that a patient implanted with an ares ventricular catheter developed a reaction to the product. Allegedly, the patient developed inflammation around the site of the catheter. According to the report, the catheter was explanted about two weeks after implantation.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use that accompany the device note that on rare occasions, patients may exhibit a reaction due to sensitivity to the implant.